Event description:
Boston scientific received information that the patient with this pacemaker reported had that something was wrong with the device. Boston scientific technical services (ts) referred the patient to the clinic for any concerns related to the device. Attempts to obtain additional pertinent information were unsuccessful. There was no further information provided with this event. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.